Event description:
As reported by an edwards new zealand affiliate, during a transcaval tavr procedure with a 26mm sapien 3 ultra resilia valve, the commander delivery system balloon ruptured using nominal volume (+2cc) at the end of inflation due sinotubular junction calcium. The valve was well expanded and good results were achieved. There was no patient injury, and the patient recovered. As per pre-decontamination evaluation of the returned device, the esheath+ had a liner tear, and distal tip split.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner was expanded, and the distal tip open but was split. The liner was torn 5.5 cm in length from the distal tip. Dimensional testing was performed where the liner thickness was measured along the liner puncture site. All measurements were found to be within specification. The instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The reported event for sheath liner torn was confirmed based on evaluation of the returned device. Available information suggests procedural factors (altered balloon profile) likely contributed to the event as it was reported that the balloon burst during valve deployment. Incomplete deflation of the compatible balloon device prior to removal from the sheath or balloon burst during valve deployment can damage the liner. A balloon burst or tear could make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. No manufacturing nonconformance was identified during the evaluation. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per evaluation of the returned device, the esheath+ distal tip was split. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (balloon burst) can lead to the system catching onto the sheath distal tip and causing the tip to split as seen during device evaluation. As such, available information suggests that procedural factors (altered balloon profile) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.